Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparking. The device was connected to a gemstar pump which was connected to the patient. After an unspecified length of time in use, it was reported that the device sparked and smoke was noted. The device was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional info was provided.